Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Attachment is leaking oil and not holding saw blade. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event attachment is leaking oil and not holding saw blade. No surgical delay. Case type / application: tka. Product inspection visual inspection confirmed the event. There was oil noticed on the saw attachment. Product history review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no similar events. Conclusion the event was confirmed during evaluation. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Attachment is leaking oil and not holding saw blade. No surgical delay. Case type / application: tka.